Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received missing end cap sticker, minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. Customer's blood glucose was 400 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they had a no delivery alarm on the insulin pump during the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.